Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. Additional information was requested, and the following was obtained: does the surgeon believe the device was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. The surgeons see no direct connection with the circular stapler and are therefore unable to provide any further information on this case. H1, b1, b2, h10: upon review of the additional information the surgeon has indicated that the device did not contribute or cause the complications and that there was no deficiency with the device used in the procedure. The file is not reportable.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2023 additional information received: anastomosis leackage in patient hospitalization prolonged of existing hospitalization patient had since 29.7 fewer, yesterday she comes to the emergency room of our hospital. She had frequent ¿¿small portions up to 20 x per day . Roboter an deep rectal resection 10.07.2023state after today we did a rectos copy and saw an anastomosis insufficiency she get antibiotics and we will do an radioscopy investigation the next step of therapy depends on the results of the radiographic examination CT of the abdomen 30.07.2023thorax no abscess, probably anastomosis leakage blood results: crp and leucocytes increased relationship to procedure: there will no relation to the to the procedure / study product

Event description:
It was reported that during an unknown procedure there was anastomosis insufficiency/anastomosis leakage.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.